Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the visual inspection of the pump revealed cosmetic finish damages in the form of chipped paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2016.